Manufacturer narrative:
(B)(4). Batch # m5452v. Additional information was requested and the following was obtained: when the blade didn¿t work, did the device deliver any staples? The device didn¿t work and so no clips were delivered what was the product code of the cartridge (gst60w, ecr60g, etc.)? It was used a white reload. On which firing did this event occur (1st, 2nd, 12th, etc.)? At the first firing. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. What troubleshooting steps were attempted to open the device (knife reverse switch, manual override)? Firstly the knife reverse switch and after the manual override. How was the device removed from the tissue? By using a claw. Did the jaws of the device eventually open? No. The analysis found that one pce60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60w cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the manual override feature worked as intended during functional testing. No short cut or absent cut was noted. Event could not be confirmed as the device closed and opened without any difficulties noted. The reversed button force worked as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an evisceration procedure, once the jaws were closed, the blade didn¿t work. In addition, it was not possible to open the jaws anymore. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.